Event description:
It was reported that the device was used during an unknown procedure, the instrument did not fire properly. The surgeon used another device to finish the procedure. No pt consequences.

Manufacturer narrative:
Eval summary: the instrument was received with the jaws yielded. The instrument was cycled and fired the remaining 12 clips ejected due to the condition of the jaws. The instrument locked out as intended. Jaw width measured out of the acceptable limits.